Event description:
The reporter stated that the surgeon inserted a aa4204vl single piece silicone lens. The lens was removed without enlarging the incision due to the surgeon changing his mind to use a different lens. No patient injury.